Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed a driveline disconnect alarm was captured from 14:48:20 to 14:50:55, after the controller exchange on (B)(6) 2024.

Manufacturer narrative:
Section d6a: date of implant corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the pump stop that was associated with a driveline disconnect. The controller event log file captured the driveline being disconnected from the controller, causing the pump to stop, on (B)(6) 2024. The driveline was reconnected to the controller on (B)(6) 2024, and the pump ramped back up to the fixed speed without issue. No other notable events or alarms were captured. It was communicated that the cause of the pump stop associated with a driveline disconnect was unknown. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook contain information on all system controller alarms, including driveline disconnect alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.